Event description:
The hospital reported an ongoing situation that is leaving bruises on the colonic wall. All procedures were completed with the same device. The doctor reported that he noticed this phenomenon at the end of the procedures as he was withdrawing the endoscope from the patients. The doctor also reported no patient has reported any pain associated with the bruising.